Event description:
An attempt to perform a firmware upgrade was unsuccessful. The pt's remote control and implantable pulse generator were re-linked, so the pt could use her existing ipg programs. The pt's database was analyzed and the seeprom was confirmed to be corrupted. The physician assessed that the pt's present stimulation is adequate and has decided not to replace the ipg.

Manufacturer narrative:
This is the final report.